Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had partial display. Blood glucose was unknown. Customer reported that piece of the top came off and has been replaced. Customer reported that new insulin pump's screen is foggy and looks blurry. Customer stated that the device was neither dropped nor bumped. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. No missing segments noted. Unit was received with cracked retainer, scratched case and deep scratched lcd window. Unit was cut open no moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.